Event description:
Allegedly, pt underwent an attempted removal of a bladder stone ("golf ball size") using 100wt holmium laser. After 'about two hours' of laser time, the lithotrite stone crushing forceps were used to break the stone into smaller fragments. One of the jaw tips broke off. The pt is scheduled to undergo an open procedure to premove the remaining stone pieces and the retained jaw. A tur was also planned, but the prostate will be resected during the upcoming open procedure. The initial reporter elected to remain anonymous and our records do not show any report of this event. (B)(4).

Manufacturer narrative:
The instrument involved in this event has a mfg date code of dm which is (B)(6) 1998. The instrument has been in use for 13 yrs. (B)(4). The first case filed on 6/9/2006 involved as 10 yr old instrument with mfg date code mi (12/2001). The second case filed on 9/16/2011 involved a 13 yr old instrument with mfg date code em (5/1998). We do not show a defect trend on this product.